Manufacturer narrative:
Gehc surgery service personnel could not duplicate the problem. Did find some broken wires in the lemo connector of the interconnect cable. Repairs the cable. Took numerous fluoro shots to verify proper operation.

Event description:
Customer reported that they had intermittent not boot problems on the c-arm. The initial call was in 2007. No patient injury was recorded because of this problem.